Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called in stated that wife's purewick urine collection system is not suction at all. The customer purchased a new kit. They did troubleshoot with the new kit and the water suctioned out successfully. Informed the customer to bend the wick into a u shape and to pinch the tip to allow the extra suctioning. The unit functioned properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called in stated that wife's purewick urine collection system is not suction at all. The customer purchased a new kit. They did troubleshooting with the new kit and the water suctioned out successfully. Informed the customer to bend the wick into a u shape and to pinch the tip to allow the extra suctioning. The unit functioned properly.